Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged onthe day of implant, after pocket closure. Th elead was successfully repositioned. There were no patient symptoms reported with this clinical observation.